Event description:
Additional information was received indicating that the patient¿s mother felt that vns was very effective.

Event description:
Analysis of the lead was completed on (B)(6) 2014. A coil break was identified in the positive coil. Scanning electron microscopy images of the positive coil break (2nd portion) show that pitting or electro-etching conditions have occurred at the break location. Also, the coil has what appears to be wear (flat surfaces) in the vicinity of the break. Due to metal dissolution the fracture mechanism at this end cannot be determined. Scanning electron microscopy images of the positive coil broken end located at the third portion (mating to second portion) showed what appears to be wear (flat surfaces) on the coil strands, resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified in the returned lead portions.

Event description:
Additional information was received stating that vns patient¿s generator was explanted due to lack of efficiency and lead discontinuity on (B)(6) 2014. The explanted generator and lead were returned to the manufacturer on (B)(4) 2014. Analysis of the generator showed that the it performed according to functional specifications. Analysis of the lead is currently underway. Attempts for additional information have been made, but no further details have been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient's mother was able to feel the patient's stimulation through his right arm and back and that the patient had high impedance on a diagnostic test performed on (B)(6) 2011. At that time the nurse reported that she would discuss disabling the device with the physician. No trauma or manipulation was suspected. Additional information was received indicating that the mother was feeling the stimulation every three minutes. There were also no causal or contributory programming changes prior to the reported event. Diagnostic history provided indicated that the high impedance was first observed on a diagnostic test performed on (B)(6) 2011. The patient's device was disabled; however the physician chose to re-enable it as the patient started experiencing an increase in seizures. The patient has since been referred to a surgeon. Revision is likely but has not occurred to date. No additional information has been made available at this time.

Event description:
Additional information received on (B)(6) 2013 from a nurse who was calling on behalf of the patient's mother who inquired about vns MRI precautions with high lead impedance. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Review of manufacturing history records performed. Review of lead manufacturing history records confirmed all quality tests were passed prior to distribution.